Event description:
It was reported during preventive maintenance that pn not readable; damaged machined, worn reciprocation arm; worn screws; corroded motor. There is no harm or delay reported. Due diligence is complete and there is no additional information available. Upon investigation, the motor speed was unstable.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country: poland. Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, the reciprocating arm was worn, damage machined head; however, the repair was not completed due to material hold. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.